Event description:
Customer reports rash and burning sensation on face where pap mask sits. Dermatologist seen. The customer received a prescribed topical cream.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that the customer has two soclean devices with different serial numbers. It was unclear which device was causing the reported issue. Since the medwatch system allows only one serial number and there was only one injury, follow-up reporting will proceed in accordance with compliance once the devices are returned to soclean. Rmas were offered, but the devices have not yet been returned.